Event description:
It was reported that the patient ate two slices of toast with peanut butter and jelly without announcing the meal. After which a high glucose reading of 277 mg/dl occurred and a subsequent correction resulted in a low of 67 mg/dl. Troubleshooting focused on meal announcements and education, and oral glucose was used to treat the low. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included a low glucose event that required intervention but no hospitalization. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage issue related to procedure, specifically failure to follow instructions for meal announcement, with relevance to the device user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.